Event description:
During a remote follow up, noise and oversensing of myopotentials were observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was not reproduced. No additional intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that insulation damage was suspected but not confirmed.